Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 518 mg/dl. Elevated bg was addressed by correction injection via mdi. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.